Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Patient reported that her shoulder dislocated and as a result, the shoulder was reset in the office setting without sedative.